Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 242 mg/dl. While troubleshooting, tandem technical support found that the pump time was incorrect by six minutes, cause was unknown. Customer corrected pump time and resumed insulin therapy.